Event description:
The customer contacted baxter's technical service center to report a leak while on the home choice (hc) device during use during dwell 1. The home patient (hp) requested assistance to end therapy due to leakage on patient line. The baxter technical representative (tsr) assisted as requested. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Upon further review, it was determined that the lot number was not available, therefore a batch review could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Product surveillance spoke with the home patient on (B)(4) 2012. The hp stated that the leak was coming from a slit in the patient line that was about 3 feet down the line from the patient. The hp did not know what had caused the slit in the tubing. Per the customer the sample was discarded, therefore no evaluation could be performed. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for issue of leak was not confirmed. The cause was undetermined.

Manufacturer narrative:
(B)(4). The sample availability is unknown. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.